Manufacturer narrative:
This report is submitted on october 14, 2022.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022, due to device non-use. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on november 29, 2022.